Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) low profile one-piece abutment 4.1mm(d) x 1mm(h) (lpc441u) was returned for investigation. Visual evaluation of the as returned product identified the screw fractured at the neck portion, where the abutment head connects. Device history record (DHR) review for the lot (2020111385) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020111385) for similar events (complaint category keywords: fracture: screw) and one (1) other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided.

Event description:
Doctor reported abutment screw fracture. Placement date: (B)(6) 2020.